Event description:
Caller reported advantage blood glucose results of 341 mg/dl, 115 mg/dl, and 120 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips.